Event description:
It was reported that the (1) ez45g device was used during a wedge resection procedure. It was reported that the surgeon fired the stapler and it did not fire all the way across the staple line. There was no consequence to the pt. The case was completed with another instrument. 06/02/1999.